Event description:
During the removal of the guidewire, the wire tip tore off and was lodged in the patient. The patient ended up in (B)(6) to have the wire removed from their tricuspid valve.

Manufacturer narrative:
Examination revealed that the guidewire broke at the proximal end of the coil. The break occurred while attempting to withdraw the guidewire while it was constrained by the tricuspid valve. This caused the distal end of the core wire and the coil to break and remain in the tricuspid valve. No out of spec conditions were noted during review of production records. The IFU cautions that if resistance is met when advancing or withdrawing the guidewire, determine the cause by fluoroscopy and correct before continuing with the procedure. According to the user's description of the event, correction before continuing was not performed.